Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the ins breaking loose in the pocket was that the superior suture line appeared to be broken loose in the subcutaneous tissue which allowed ins motion in the pocket. The patient was going to where support clothing until the battery pocket could be repaired after delivering their baby in (B)(6). The patient noted that the issue had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia - complex regional pain syndrome and spinal pain. The rep reported that the patient was pregnant and due in (B)(6). The rep reported that the patient was in a car accident and the ins ¿has broken loose in the pocket¿ and the ¿pocket has broken loose¿ has been turned on it¿s side and it had happened on several occasions where the patient programmer (pp) and recharger wouldn¿t communicate with the ins. The rep reported that the ins was now flat and they were able to read it with the clinician programmer and impedances were fine. The rep reported that everything was fine and didn¿t request further assistance. No further complications were reported.